Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted during testing. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm noted. The motor passed motor test. Analysis was unable to verify no delivery alarm due to prime anomaly. The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a motor error alarm, failed battery test alarm and no delivery alarms. The customer's blood glucose was 252 mg/dl at the time of incident. The customer's blood glucose was 52 mg/dl at the time of call. The customer stated that they took too much insulin which caused the low blood glucose. The customer stated they treated the low blood glucose with juice. The customer stated that they were unable to rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump was not dropped or bumped. The customer stated that the failed battery test did not recur after cleaning the battery cap. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.